Event description:
A caller reported a power source alert when using the tandem charging cable and wall adapter. There was no adverse impact on the customer's blood glucose level. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.